Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, damage (physical or cosmetic), reservoir unable to lock into place, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl, acc-1601. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with broken belt clip rails and scratched case. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when broken belt clip rails were noted. No damages on retainer ring were noted and unit p-cap locked in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.